Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, far-field r-wave oversensing causing false auto mode switch episodes was observed on atrial channel. Programming changes were made and no more oversensing was noted. Patient was stable.